Event description:
It was reported that the 4.5cm artificial urinary sphincter (aus) cuff was explanted because the patient experienced urinary retention the day after it was implanted. A new 5.0 cm cuff was implanted. Following the surgery the patient was ok and went home.

Manufacturer narrative:
Urinary retention was reported. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that urinary incontinence is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events (urinary retention) is included as a potential adverse event within product labeling. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed.

Event description:
It was reported that the 4.5cm artificial urinary sphincter (aus) cuff was explanted because the patient experienced urinary retention the day after it was implanted. A new 5.0 cm cuff was implanted. Following the surgery the patient was ok and went home.